Manufacturer narrative:
H6: type of investigation code b20: the device was discarded at the treating facility and was therefore not available for analysis. G3/g4: date received by manufacturer reflects date that we became aware of the need for correction. From additional manufacturer narrative, delete the statement "h.6. Type of investigation code b20: the device remains implanted and is not available for analysis." Corrected g2 report source to reflect that this a foreign report source.

Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm. A gore® dryseal flex introducer sheath was used for access. During the procedure, a dissection in the left external iliac artery was observed on the access angiography. A bare stent was placed to treat the dissection. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation findings code c19: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation conclusions code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And bleeding. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.